Event description:
It was reported that during a fistula gram in the thigh, the physician was having a difficult time deploying the stent graft. A 9f sheath and a 0.035 guide wire was used for the procedure. The path to the intended site was not tortuous, not was it a long distance. During the procedure, a tip was reported to have detached and it had to be retrieved by snaring it and pulling it out. The stent graft which was half way deployed, was then fully deployed but with a lot of resistance. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter was open and 2-way stop cock is closed. The stent graft was in the system and in place. The outer sheath was torn off at the catheter reinforcement. The tip and the marker band were torn off and included. The tear-off site was at the braiding of the sheath. The complaint is confirmed for detachment of tip and marker band, root cause unk. This application represents an off-label use. The fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.